Event description:
It was reported that the 9800 system continues to have image quality problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. Investigation indicated the need to replace the video controller. Replaced the video controller. The system was tested and found to be working as intended, and placed back into service.